Event description:
When the pt was checked later, he was found to be unresponsive and it was determined that he had received more medication (oxycodone) than prescribed. According to reporter, the review of the pump settings showed the device had been mis-programmed. The pt received naloxone to counteract the affects of the overinfusion and regained consciousness. User facility reported no permanent adverse effects to pt.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.